Event description:
During a monitoring visit for the (B)(4), the following event was discovered: patient is a (B)(6) male who underwent a laparoscopic renal cryoablation on his right renal mass on (B)(6) 2011. Five days prior to cryo surgery, patient was taken off of coumadin and placed on a lovenox bridge due to mechanical aortic value. The procedure went well and patient was discharged on (B)(6) 2011. On (B)(6) 2011, patient was re-admitted to the hospital due to intolerable abdominal pain and severe abdominal bruising. He was found to have an intra-abdominal bleed and a right flank hematoma. On (B)(6) 2011, patient was transfused 2 units of blood which seemed to resolve the hematoma. Cardiac physician decided to put patient back on coumadin rather than another lovenox bridge due to the risk of continued bleeding. Patient was discharged on (B)(6) 2011.

Manufacturer narrative:
Hemorrhage is a well-documented complication associated with cryoablation. The risk of bleeding may be correlated with the number of cryoablation needles used for ablation, and therefore the size of the tumor treated. Complications with lesions >3cm have been reported to be significantly higher. Additional factors which may contribute to bleeding associated with renal cryoablation include central tumor location and coagulopathies. Post procedure bleeding has been reported as a common complication with transfusion rates ranging from 0.9% to 8.3%. Hematoma is a known complication associated with cryoablation. One series reported the occurrence of hematoma to be 6.2% following cryoablation. The numbers of cryoablation probes, lesion size, and chronic anticoagulation use have been shown to be associated with an increased hematoma incidence. The galil cryoablation needle IFU documents the risk of each of these adverse events with cryoablation. No device malfunction occurred. References: (B)(4). Sidana et al. Complications of renal cryoablation: a single center experience. Journal of urology july 2010;42-47. Laguna mp et al. Perioperative morbidity of laparoscopic cryoablation of small renal masses with ultrathin probes: a european multicentre experience. Eur urol. 2009 aug;56(2) :355-61. Ham bk et al. The impact of renal tumor size on the efficacy of laparoscopic renal cryoablation. Korean j urol. 2010; mar;51(3) :171-7.